Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device is experiencing auto inflation. The patient was seen at his physician's office for implant follow up. Physician completed an examination and could not determine the cause of an auto inflation problem. The device was cycled, deflated and with the patient in the recumbent position he as experiencing auto inflation. No other adverse patient effects were reported.